Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitor (cgm) was not working and a hyperglycemic event. It was reported that the patient was having a high event in the morning and woke up and was throwing up. The patient's mother took the patient to the emergency room (ER) and then was transported to the children's hospital by ambulance. It was indicated that the patient's blood glucose (bg) was extremely high and the doctor was concerned that they would go into a seizure or twitching and treated the patient with bags of intravenous fluid and insulin. Additionally, it was reported that for some reason the cgm was not working and the patient did not know what was displaying on the meter. At the time of contact, the patient was walking and talking. No additional patient or event information is available. Data was provided for evaluation. The reported event could not be confirmed as the reporter could not recall any specific issue or what was displayed on the device at the time of the event. A root cause could not be determined.